Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: others. Visual and magnifying inspections of the actual sample found that the platinum coil had been stretched at the proximal part. Some kinks (openings of the coil pitch) were found on the distal end of the platinum coil. The niti core wire had been fractured at approximately 23 mm from the joint of the platinum coil, stainless steel coil, and itself. The distal part of the platinum coil that was not stretched was approximately 9 mm in length, and a 7-mm portion of niti core wire was found located inside. Since the specified length of the platinum coil section is 30 mm, it was unlikely that there was a portion missing from the niti core wire. No anomaly was found in other sections. Electron microscopic inspection of the actual sample found that the fractured section of the niti core wire was curved, and a dimple pattern was observed on the fracture surface. Dimensions of the stainless-steel coil section found that the outer diameter of the stainless-steel coil section was measured and confirmed to meet the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Based on our past knowledge, we have been aware that the guidewire fractures when the following force a) - d) is applied. We have also been aware that there was regularity in the shape of fractured section of the core wire depending on the mechanism leading to the fracture. A) when pulling force was applied: fractured surface - dimple pattern was found, fractured section - it was tapered and fractured slantingly. B) when repeated 90° bending force was applied: fractured surface - dimple pattern was found, fractured section - it was curved. C) when pulling force was applied to looped guidewire: fractured surface: it was twisted - fractured section: it was curved and tapered. D) when torque force was applied: fractured surface - it was twisted, fractured section - it was twisted. We have been aware that, when removal operation is performed while the guidewire is under the conditions of a) - d), the platinum coil becomes unraveled and stretched in any of the cases. Moreover, we have been aware that, when removal force was further applied continuously, the platinum coil fractures. Based on the results of the investigation, as one of the possibilities, the following factors were considered regarding this case, however, the details of the procedure were unknown, and the cause of the occurrence could not be clarified. The distal end of the platinum coil of the actual sample was trapped due to some factor (e.g., stenosis lesion). When repeated bending force was applied to the part in question, the niti core wire inside the platinum coil section was fractured. Subsequently, when removal operation was performed, the platinum coil was unraveled and stretched. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the doctor complained that the tip was elongated during the retrieval of wire from lad d2 after the balloon pre-dilation in lad. The lad was highly calcified. The doctor opened another runthrough ns ex floppy of the same batch and had no further complaint. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reportable. The final patient impact was not harmed.